Event description:
The customer reported that the device stopped working during the seal cycle. An endtone (indicating a completed seal cycle) was heard, although the device had stopped working and the seal was not yet complete. Another device was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.